Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) evaluated the iabp and reported that the measurement tests for the fiber optic all came back to within manufacturer specifications. However, the stm and the initial reporter was able to duplicate the fiber optic alarm of sensor failure, but the stm states that this duplication is normal until the iabp receives a trigger signal and that they were able to verify this in two (2) other cardiosave units. The fiber optic is working correctly and no issue was detected. The stm was able to verify an "autofill failure" and to resolve this issue, the pneumatic module with safety disk was replaced. The iabp was then fully tested for functionality and safety and passed successfully. The iabp is now released for medical use.

Event description:
It has been reported that the during use on a patient cardiosave intra-aortic balloon pump (iabp) had a fiber optic sensor failure. The customer switched to a different intra-aortic balloon and the same issue occurred.